Event description:
It was reported that the wire stuck inside the device during a procedure. Metal shavings were seen inside the device. There were no allegations of adverse consequences associated with this event. The procedure was successfully completed as planned with no medical intervention required.

Manufacturer narrative:
The device was returned to the MFR for eval. Based on the investigation details, there were fine metal chips on the large collet and inside the wedge collet.